Event description:
It was reported that an ilet pump user experienced intermittent wireless charging on the provided charging pad, where the charging indicator illuminated and then turned off until the pump was repositioned, despite intact cabling and no visible damage. Customer care provided support which included troubleshooting with education. Investigation of this case revealed that the issue was consistent with variable coil alignment on the charging pad. No clinical symptoms reported. Outcomes included no medical intervention other than the replacement charging pad being provided. It was concluded that the device functioned within expected parameters and that user positioning and pad-to-device alignment explained the behavior.